Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, but the exact cause was unknown. Two guidewires were received within their hoops. The blue tip straightener was not present on either hoop. The floppy end of each guidewire was protruding from the distal end of the hoop. One guidewire was found to be kinked 1.6cm from the distal weld tip. A microscopic examination reveals dislocations in adjoining coils where the wire was kinked. It is unknown if the kinked wire was the cause or the result of the reported difficulty with advancement and removal. The floppy tip on the other guidewire was slightly curled, but was not kinked and no damage was noted in the coils. The wires were removed from their hoops and no other damage was observed. A tactual investigation revealed that the weld tips were secured to the center core wire. The outside diameter of each wire was within the specification limits. A microscopic examination revealed a smooth finish at the transition between each core wire and the coil wire. No manufacturing defects were noted on the samples. Exactly when or how the wire was kinked cannot be verified with the evidence provided for investigation. It was unknown if any complications associated with the clinical setting affected the functional performance of the returned device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
(B)(6) 2016- per sales representative, facility stated they "have noticed their success rates with placements has decreased since the perceived change in wire (approx since last fall). They are noticing that the ¿new¿ wire has two transition areas within the wire, as opposed to one. The wire is essentially getting hung up during placements/catching on the vessel wall, making it hard to advance and remove. It is described as being less smooth. Also, upon removal it is noticeable that the wire is much more ¿crooked¿ upon retrieval. "